Event description:
Alaris pump alarming patient side occluded on lipids channel. Rn traced the tubing to ensure there was nothing clamped and there were no kinks. Rn attempted restarting channel and infusion twice without problem resolution. Rn determined that the lipid filter (1.2 micron filtered extension set) was clogged. Rn obtained a new filter and primed it with the lipids. In order to change the filter, the tubing had to be disconnected.